Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: a visual inspection of the pump showed moisture corrosion behind the display lens. The audio bolus button was detached. The pump powered on to a blank display screen and the original complaint could not be tested due to this. The pump cover was opened and moisture corrosion was found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under-responsive. It was additionally reported that the button's cover was missing/peeling and that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.